Event description:
It was reported that the patient came to the clinic due to shock received for vt. In the clinic the device was found to be in eos. Patient had slow vt and should have been given atp therapy as first therapy but as the device was in eos, the atp was disabled and the shock therapy was delivered. The device had reached eri and eos shortly after. The device was replaced and the patient condition post procedure was normal.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the reported premature battery depletion.

Manufacturer narrative:
(B)(4).